Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿6)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the catheter did not drain urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter did not drain urine.